Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred resulting to additional intervention. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the moderately tortuous and very calcified vessel. As the 2.50 x 24mm synergy xd drug-eluting stent was advancing distally towards the lesion, the stent came off the balloon. Different methods were performed to retrieve the device including the use of a snare, but the physician ended up manually pushing the stent to the lesion. The stent was inflated and deployed just proximal to the lesion to complete the procedure. There were no patient complications, and the patient was expected to fully recover.